Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the catheter leaking prior to patient placement is confirmed with the cause unknown. One 2fr per-q-cath s/l PICC was returned for investigation. The catheter is consistent with the product in the video. The catheter was received with the stylet and t-lock extension set connected to the hub. The catheter appears to be untrimmed. The catheter appears unused. Tactile evaluation revealed nothing remarkable. A functional test of the catheter revealed a leak at the 25cm mark. Under microscopic observation, one longitudinal and two latitudinal splits were observed. The adjoining surfaces of the split tubing were noted to be granular. The longitudinal and one of the latitudinal splits show more damage in the inside surface of the tubing while one of the latitudinal splits shows more damage on the outside surface of the catheter. Since the catheter leaked during the functional test, the complaint is confirmed. The cause of the observed damage could not be determined. The catheter may have been damaged by the stylet and/or an external source. The IFU provides the following cautions and warnings: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Avoid perforating, tearing, or fracturing the catheter when using a stylet. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s). Do not cut the stylet. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during flushing, prior to use on patient, leakage from the catheter was noted.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during flushing, prior to use on patient, leakage from the catheter was noted.